Event description:
It was reported that the patient experienced atrophy of the urethra, which resulted in a loose cuff. Due to reoccurring incontinence, a surgical procedure was performed to downsize aus from 4.5 cm to 4.0 cm. There were no patient complications.